Event description:
A physician reported that the needle popped off of a collagen syringe during treatment procedure on 10/6/1997 and some of the collagen material subsequently spilled. The physician confirmed that there was no subsequent injury to the pt or staff. No medical or surgical intervention was required.